Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, coil embolization was performed using a microcatheter and coils. The microcatheter was guided into the abdominal blood vessel. When the subject coil was used for the 6th coil out of the 11 total coils used, the subject coil was stuck and was not able to be pushed inside the microcatheter so it was collected. After collection, it was noted that subject coil was broken and was discarded. Physician completed the procedure successfully and no clinical consequences were noted to the patient. No further information was provided.

Event description:
It was reported that during the procedure, coil embolization was performed using a microcatheter and coils. The microcatheter was guided into the abdominal blood vessel. When the subject coil was used for the 6th coil out of the 11 total coils used, the subject coil was stuck and was not able to be pushed inside the microcatheter so it was collected. After collection, it was noted that subject coil was broken and was discarded. Physician completed the procedure successfully and no clinical consequences were noted to the patient. No further information was provided.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information from the complaint indicated that a breakthrough microcatheter (bsc) was used in the procedure and the subject coil was the 6th coil used out of 11 coils in total. No further information was available. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.